Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from third party foam particles inside the blower kit related to a bipap device. There was no report of patient harm or injury. During the evaluation of the device, service center visually inspected the device and found evidence of foam degradation. In addition to the above findings, it was also determined scratched ui panel. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.